Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: eu0188 - (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in a patient using a large flexnav delivery system. Post-procedure, it was noted that the patient had developed a hematoma at the delivery system access site. A computed tomography scan was performed and revealed bleeding to the arterial femoralis. The decision was made to perform to two round of manual compression to stop the bleeding. On (B)(6) 2025, it was noted that the patient had an increase in c-reactive protein without a fever. The patient was started on antibiotic therapy. Two days later the patient claimed having diarrhea. On (B)(6) 2025, the decision was made to start the patient on loperamide. No additional information was provided.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of hematoma and hemorrhage was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the hemorrhage seemed to result from a chain reaction triggered by the hematoma, which itself might have been caused by issues during the procedure. The reported unexpected medical intervention was under case specific circumstance as manual compression was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.